Event description:
Reference medwatch 1219856-2008-00024 for the first event involving the same pt. It was reported that a second intra-aortic balloon (iab) was used and the same problem occurred in a separate side port; saline shot out of several small holes in the tubing. There were no reported pt complications. The md removed the iab and sheath as one unit. The md requested a third iab and this iab was inserted without complications.